Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found plunger not in place alarm in history. According to the investigation, the customer stated problem was verified during set-up for flow testing. According to the investigation, the pump q1 chip was broken off the plunger pcb and the pump board was glued down but was knocked loose which caused the reported problem. Service's replaced the pump plunger pcb to correct the reported problem. The problem source of the reported problem is the design of the device.

Event description:
Information was received that this smiths medical medfusion 4000 pumps exhibited syringe plunger not in place error. No reported adverse effects or patient injury.